Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). This occurred during the last fill cycle of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.